Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer had been experiencing high blood glucose for three days prior to the event. The customer began vomiting, and went to the hospital. Troubleshooting revealed only low reservoir and no delivery alarms in the alarm history. The insulin pump passed the prime, high pressure, displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.